Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had to turn their ins off to do an EKG because they were having major surgery coming up and that they thought maybe there was an issue with the ins because they were unable to connect to the ins again to turn it back on. Patient services walked the patient through connecting and the patient received 'device not responding.' The patient confirmed the communicator was unplugged, they moved away from emi and stated they felt the ins under the skin though it felt like a marble. The patient stated the ins felt different than it had before, that it used to be flat until they'd had a fall all the way back in "probably "(B)(6) 2022. The patient stated they 'd fallen backwards and then started to experience more incontinence so they thought there was something wrong with the ins, that it was damaged. And they went to see their urologist who turned the stimulation up to 4 but they couldn't feel it at all. The patient stated they sometimes felt the stimulation and sometimes they didn't. The doctor then sent the patient for an x ray to see if the lead had moved but the x-ray showed that the lead was in place. The patient's managing health care provider then told the patient that their whole problem was that they had spinal stenosis and that it was causing the patient's incontinence but the patient stated that they'd always had spinal stenosis and they didn't understand why it would cause problems with the manufacturer device. The patient also stated that the first time they fell had been in march 2022 but it wasn't until they fell in around (B)(6)2022 that they noticed the issue with the incontinence. The patient stated they hadn't told the hcp that the ins site felt different now than it had prior to their falling in september. The patient moved the communicator slightly above the "marble" of the ins and the patient was able to connect to their settings and turn the ins back on. The patient was redirected to follow up with their hcp to continue to discuss their concerns about the ins since their fall.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back and reported they were currently at the hospital and about to go into their surgery and they were trying to shut their ins off for the procedure however they were around "lots of electrical stuff" and they couldn't shut it off because they couldn't connect. The patient confirmed the communicator was not plugged in and they confirmed they could feel the ins under the skin, which felt like a marble. The patient immediately received 'device not responding' when they hit 'find device.' The patient repositioned the communicator slightly but still received 'device not responding.' Patient services asked the patient if they could move away from the electronic devices (which the patient stated were: a tv in front of them, a "computer thing right there" next to them and something behind them that was "supposed to be an incontinence thing for women"). The patient stated they couldn't move because they had a broken femur and they'd have to wait for a nurse to come in to assist them in moving away from the electronic devices. Patient services had the patient shut the external devices off and back on again and the patient placed the communicator slightly above the marble but the screen still immediately went to 'device not responding.' The troubleshooting steps taken on the call did not resolve the reported issue. At one point in the call, the patient stated they'd just been given pain medication and as the call went on the patient sounded like the pain meds were kicking in. Patient services redirected the patient to have the healthcare provider (hcp) call technical services for further assistance when they were able to speak with a member of their care team or reviewed with the patient to call back once they had a nurse available. The patient stated they'd call back when a nurse was available to continue troubleshooting away from the electromagnetic devices.